Event description:
Customer had just performed 3000hr service. Had let the unit have 15 min warm up and about to perform calibration when smoke came out of module. The coil l1 melted on pc 1586a air module zeroing problems.